Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphedenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: lymphadenopathy. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported left side "pain, swollen glands in the right and left arm pits, pain in both implants" and "bilateral exchange from textured to smooth breast implants due to the patient¿s concern." The device remains implanted.